Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a failed battery test. Customers blood glucose was unknown. The product will be reported for analysis.

Manufacturer narrative:
Insulin pump received with post-reset ram crc alarm, history pointers failed alarm, trace pointers are invalid alarm, power supply test failed during self-test alarm during self test and high sleep current measurement due to internal battery not plugged in properly. No unexpected failed battery test alarm noted. Insulin pump received with scratched keypad overlay.